Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and replaced the carbon bridge to resolve the issue. Failure mode is attributed to the carbon bridge. Results: carbon bridge.

Event description:
The customer reported obtaining erroneously high na (sodium) and calc (calcium) results for one (1) patient sample involving the unicel dxc 600 synchron system. The customer stated that when the issue was noticed, the sample was repeated on an alternate dxc instrument in the laboratory. The customer reported the repeated na result and amended the calc and cl (chloride) results. A review of the results indicates that the difference in the cl results was within the assay's precision claim and not erroneous. There was no change or affect to patient treatment in connection with this event. Qc (quality control) results prior to event and run at the same time as the patient sample was within the laboratory's established ranges, but the range was too wide. Two (2) out of three (3) qc levels were nine (9) mmol/l higher than the mean with the low level qc at seven (7) mmol/l higher than the mean.